Event description:
It was reported that a malfunction alarm occurred with the code malf 9. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur. It was advised that the customer could continue using the pump and to call back if the problem happened again.